Event description:
It was reported that an unexpected reset occurred. The customer's blood glucose (bg) level was 52-118 mg/dl. It was reported that the customer did not consume the food in time for the intended amount of bolus delivered and subsequently the customer's bg level decreased. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.